Event description:
I had essure implanted in (B)(6) 2012, although I asked my doctor for a tubal ligation. I was told that this was the better option because of less down time. I agreed, but within a year, I was experiencing all kinds of adverse reactions. I am always bloated to the point of looking like I am 8 months pregnant when I am not. I am always experiencing sharp pains in my tubal area. I suffer from extreme depression at times and came close to drowning myself in the bath tub once. I asked the doctor that implanted them, to please do a hysterectomy because I wanted the coils gone, and I still did not want to have children. I was told that it was "impossible" that my problems were linked to these foreign objects in my tubes and that may be I just needed to change my diet and exercise program. I eat healthy, I see a personal trainer, and yet I am miserable because I do all I can to change my body image and it's not working! Now I just have to find a doctor that is willing to listen to me and believe me enough to just do whatever it takes to remove them. I lost so much work because of these coils that when I left my last job I had to write them a check.